Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided instructions for a pump reset, after which the malfunction did not recur. Customer was advised to monitor the pump and call back if issues persist, to which they agreed.